Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer changed the cartridge to resolve the issue and declined additional troubleshooting with tandem technical support. Customer¿s blood glucose level was 191 mg/dl.